Event description:
Patient reported right device rupture. Healthcare professional later reported "intracapsular rupture" and "siliconomas in the right axilla" via us report and capsular contracture baker grade ii, which is not reportable. The device was explanted.

Manufacturer narrative:
Photo analysis results: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ silicone migration: unable to observe as it is a medical event that is not related to the device. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: a.2, b.5, b.6, d.1, d.4, d.6a, d.6b, h.4, h.6.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and silicone migration/capsular contracture/granuloma was received on march 19, 2025 with lot number 2263029. Based on the product analysis performed, the assessments of the complaint codes are: rupture and silicone migration: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported right device rupture. Healthcare professional later reported "intracapsular rupture" and "siliconomas in the right axilla" via us report and capsular contracture baker grade ii, which is not reportable. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right side "rupture". The device remains implanted.